Manufacturer narrative:
Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient presented at 2 week post operative visit a complaint of tenderness in the site. Antibiotics where prescribed. The patient stated after 4 days they felt the site was improving. On (B)(6) 2021 the patient called stating the tenderness has returned and wanted to be checked. Upon examination the area was red and swelling was occurring. The implant was removed by hand at the time and a new bone graft was placed. Abscess, inflammation and edema are reported as consequences. The site was grafted with allograft together with original implant placement. Tooth site #29 (universal).